Manufacturer narrative:
This report has been submitted by the importer under this MDR report number: 2429304-2025-00120. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic robotic bronchoscopy with an endobronchial ultrasound (ebus) procedure, the tip of the ultrasonic probe was missing when the device was withdrawn from the patient. The tip fell into the patient's right lower lobe and was retrieved using graspers. The procedure was prolonged by two and a half hours, and was completed using a backup device. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: g1, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause of the complaint is not established. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.